Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical products: 6996sq58 lead, implanted (B)(6) 2010.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached premature end of service (eos) after excessive charge time. The device was explanted and replaced. No patient complications have been reported as a result of this event.